Event description:
During evaluation of a returned homechoice machine, an overfill was discovered in the initial drain cycle of the therapy started in 2007. The initial drain volume was 4092 ml. The home patient's programmed fill volume is 2000 ml. According to the home patient's nurse, there was no patient injury or medical intervention associated with overfill.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange and was within design specifications. The device's pneumatic system was monitored. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The device was routed to the service area. No failure or malfunction of the device was identified that would have caused or contributed to the reported difficulties. The most probable cause of this overfill was determined to be insufficient drain / false empty detect and last manual drain not used.